Event description:
It was reported that 2 bd angiocath¿ IV catheters' needles were difficult to retract during use. The following information was provided by the initial reporter, translated from chinese to english: "it is difficult to withdraw the needle core during use."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: bd received a 22 gauge angiocath unit from lot 7300969 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the device that could have caused or contributed to the reported defect. However, during an attempt to retract the needles it failed to retract properly. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that was caused by a bend in the needle preventing the device from retracting completely. The defect originating during the manufacturing process and maintenance had to be performed on the manufacturing machine.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd angiocath¿ IV catheters' needles were difficult to retract during use. The following information was provided by the initial reporter, translated from chinese to english: "it is difficult to withdraw the needle core during use."